Event description:
Customer reported that their precision xtra blood glucose meter would not retain accurate date and time settings. Additionally, customer reported having trouble downloading the information from the meter to the computer. This is a known malfunction with the software that causes incorrect trending of glucose results. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
(B)(4). The customer's product has been requested back for an investigation. A follow-p report will be filed once investigation results are available. Customers and retailers have been informed through the adc fa16may2006 letter.